Manufacturer narrative:
Richard wolf medical instruments corporation (rwmic) contacted facility requesting missing information from initial report. Facility responded and the following information was added/updated: patient information, data additional information received, initial reporter information, follow up #1.

Event description:
Rwmic received additional information from facility and has updated the following information: patient information, date additional information received, initial reporter information, follow up report #1.

Manufacturer narrative:
An investigation was completed as the actual device was returned to the rwmic facility on 09/27/2016. One side of electrode end melted down to a point (see photo 1) and the other side was broken off cleanly (see photo 2). In addition, charring was found around the insulation. Most likely loop broke due to tip over heating (extended use of device or activated while outside of liquid or when "coag" pedal, not the "cut" pedal used) combined with excessive force applied to when tip came into contact with hard object. Labeling was reviewed and found to be adequate. Ie intended use, indications and field of use, preparation and cautions regarding high temperatures and use of irrigation fluid. Four similar events have occurred on this device in the last three years. The four devices broke during procedure, all from the same facility, however not the same facility as this report (mdrs #1418479-2013-00032, 1418479-2013-00034, 1418479-2015-00023 & 1418479-2015-00024). Rwmic requested missing information from facility, no response as of 10/13/2016. Rwmic considers this matter closed. However, in the event rwmic receives additional information, a follow-up report will be provided to FDA.

Event description:
Richard wolf medical instrumentation corporation (rwmic) was contacted by one of its sales representatives concerning an event where the tip of the device broke off and fell onto patient during a procedure. There was a delay in the procedure in order to retrieve foreign object from patient that may have put the patient at risk. After foreign object remove, back up device was used to completed procedure. No injury to patient or staff reported.